Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.

Manufacturer narrative:
(B)(4) date sent: 6/27/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk e1: unknown reporter investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample determined that the tr45w reload was received with no apparent damage along with its opened packaging and partially fired 1/3 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device lot number 938a01, and no non-conformances were identified